Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump was turning off at random points. The patient alleged that there was no evidence of moisture or corruption within the device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/30/2013 with the following findings: there was one unexplained pump reboot in the black box history. There was no damage found to the battery compartment. The battery cap was not returned with the pump, so a test cap was used. The test battery cap was able to be fully tightened to the pump and none of the yellow o-ring was visible. The pump booted to the verify screen with audible and vibratory sounds. The pump was tested for 24 hours with the new test battery cap and no power interruptions were noted. There was no internal moisture or damage to the power circuit board noted when the pump cover was removed. Unrelated to the issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.